Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 1070 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization is diabetic ketoacidosis. The customer was admitted to rehabilitation and had small heart attack. The customer was wearing the pump at the time of hospitalization. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with health care provider. The customer was advised the pump is operating as designed.